Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, a cause for the reported single gripper actuation issue could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. An nt clip was prepared per the instructions for use (IFU) and inserted without issues. However, while in the anatomy, one gripper would not lower independently unless the clip was locked. The physician locked the clip, and the gripper was able to lower. The clip was deployed without further issues, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.